Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump motor error alarm and unable to complete pump rewind. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. The customer stated that they were unable to rewind the insulin pump. The customer stated that the drive support cap was normal. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Passed displacement test, basic occlusion test. Device failed prime or a33 test at 3.0 lbs due to faulty force sensor resistor. Unable to verify motor error alarm or perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place.